Manufacturer narrative:
E1: establishment name: (B)(6). The suspect device was returned to olympus. Inspection confirmed that the tip was detached and not returned. The knife was found to be deformed. The adhesive agent used to connect the tip was applied all around the distal end of the electrode. The amount of adhesive agent applied was appropriate. The area near the knife electrode was scorched. There were no abnormalities on the other portion, such as the insertion portion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. A definitive cause of the tip detachment could not be identified; however, based on the condition of the device, a likely mechanism causing the tip detachment may be the following: 1) due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output was set too high. ·the output setting for activation was too high. ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3) a force to exchange the device was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. This issue is addressed in the instructions for use (IFU): 1. When the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. 2. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. 3. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation. During the tissue incision, a force caused by the following factors might have been applied to the cutting knife, which decreased its structural strength. This might have caused its deformation; however, a definitive root cause of the deformed knife could not be identified. Setting of the electrosurgical unit was set to a coagulation mode while the device was in use. *setting of the output activation was high. *the length of contact between the tissue and the cutting knife was short. *the energization time was long. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when the upper endoscopic submucosal dissection (esd) was energized, the tip of the first single use electrosurgical knife came off and fell off. A second single use electrosurgical knife fell out as well. The procedure was completed by using a third single use electrosurgical knife. The tips that fell off have not been collected. The first tip probably fell inside the body, and the second tip probably fell inside the scope. It was unknown when the second tip fell. When the device was withdrawn, the tip was no longer there. There was no retrieval at a later date or additional measures taken or expected. During pre-use inspection, a tip was confirmed to be present on the device with no issues. There is no patient harm or injury. A report will be submitted for the first single use electrosurgical knife used in the procedure. See related patient identifier: (B)(6).